Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a sipap sensor valve printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component was not able to duplicate the reported fault issue while running the unit, but was able to duplicated the reported fault by physically disconnecting the connector from the pcba to the ventilator valve.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation: a carefusion factory service technician evaluated the unit and was able to duplicate the reported issue of an "e41" error message. The sensor valve pcba (printed circuit board assembly) was replaced, the device met manufacturer specifications, and the unit will be returned to the customer.

Event description:
The customer reported that this infant flow sipap device was displaying an "e41" error message, indicating a possible malfunction within the valve sensor pcba (printed circuit board assembly). The customer stated that there was no patient involvement associated with this reported issue.